Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Date of event: exact date unknown, event occurred two years ago.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device will not be returned. No further information could be obtained despite good faith efforts.